Event description:
It was reported via repair work order that the mattress could not be secured due to all three velcro piles missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.